Event description:
The pt had the pump removed due to discomfort at the pocket site. The pump was functioning normally. The entire pump system was removed and not replaced. The pump contained clonidine and bupivicaine.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.